Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported blood leakage was noticed from the introducer sheath from the non - bonded part of the sheath and lumen. The sheath was inserted in an adult cardiac surgical patient without any problems. The patient was draped as usual and surgery started; however 30 minutes later, the patient became hemodynamically unstable. While searching for a root cause for the patients unstable status, it was noticed that the drape next to sheath was totally soaked with blood. On further examination it was found that the valve assembly at the proximal end of sheath had disconnected and patient was losing blood from the open end of the sheath. Approximately 1 litter of blood was lost and the patient needed a blood transfusion. The patient died next day. Unfortunately, the catheter is not available for evaluation as it was discarded by the customer.